Event description:
It was reported that in (B)(6) 2016 the atrial lead exhibited high capture thresholds which was resolved by device reprogramming. The patient later presented after being lost to follow-up to the hospital for unknown reasons. The atrial lead exhibited far r -wave oversensing and high capture thresholds. A chest x-ray was performed which revealed that the lead was dislodged. It was noted that the lead had chronically been dislodged and could have contributed to the threshold issue noted in (B)(6) 2016. The patient was not dependent on atrial lead support, so the physician elected not to perform an intervention. The patient was in stable condition.